Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 9. By product family: 19 (8x depuy cmw 1g, 10x depuy cmw 2g, 1x depuy cmw 3g). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee claim record received. Claim record alleges failed patellofemoral arthroplasty. Depuy cement was used. Primary operative notes (B)(6) 2016 indicate the patient received a right knee patella femoral arthroplasty due to patellofemoral arthritis. Revision operative notes (B)(6) 2018 indicate the patient received a right patella femoral knee revision with implantation of competitor right total knee due to failed patella femoral knee arthroplasty. Upon entering the joint, hypertrophic scarring is encountered along with osteophytes along the femoral component, scaring and osteophytes removed. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.